Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2018, product type: extension. Product ID: 3708660, serial#: (B)(4), product type: extension. Product ID: 3387s-40, serial#: (B)(4), product type: lead. Product ID: 3387s-40, serial#: (B)(4), product type: lead. Product ID: 3708660, serial#: (B)(4), product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 07-aug-2022, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 07-aug-2022. Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 07-aug-2022. Product ID: 3708660, serial/lot #: (B)(4), ubd: 25-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient called the neurology office complaining about a headache near the site of his leads. The patient slipped, fell and hit his head on a table in (B)(6) 2019. A deep brain stimulation (dbs) system test was run and was unremarkable. Around two weeks ago, the patient started feeling a shocking and burning sensation at the connection site behind his ear where the leads connect to the extensions. The patient was advised to contact his healthcare professional (hcp) to discuss symptoms. The issue was not resolved at the time of report. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2018. Product type extension, product ID 3708660, serial# (B)(4). Product type extension, product ID 3387s-40, serial# (B)(4). Product type lead, product ID 3387s-40, serial# (B)(4). Product type lead, product ID 3708660, serial# (B)(4). Product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient was advised to schedule an appointment with a surgeon. It was unclear if the consult had yet taken place at the time the information was received. No further information was available.